Event description:
When the surgeon removed the v-loc from the patient, the surgeon discovered the needle had broken. Part of the needle was observed and removed. A kub and plain film was performed after the surgery to identify any radiopaque foreign object. There was no evidence of any radiopaque foreign object retained.